Event description:
The pump pocket was showing signs of fluid collection and the patient had no reduction in spasticity. The pump and catheter were replaced. The patient recovered without sequela. There was no patient injury. The pump was used to deliver compounded baclofen 2000 mcg/ml at a rate of 685.9 mcg/day.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.